Event description:
It was reported to boston scientific corporation that a wallflex biliary stent was implanted to treat a stricture during an endoscopic retrograde cholangiopancreatography (ercp) performed on (B)(6) 2025. During procedure, post deployment the stent's retrieval loop was deformed. The patient is scheduled for a follow up spyglass procedure in a few weeks. The physician is comfortable leaving the stent inside the patient and is planning to swap the stent for a new one. There was no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0406 captures the reportable event of stent material deformation.

Event description:
It was reported to boston scientific corporation that a wallflex biliary stent was implanted to treat a stricture during an endoscopic retrograde cholangiopancreatography (ercp) performed on (B)(6) 2025. During procedure, post deployment the stent's retrieval loop was deformed. The patient is scheduled for a follow up spyglass procedure in a few weeks. The physician is comfortable leaving the stent inside the patient and is planning to swap the stent for a new one. There was no patient complications reported as a result of this event. Additional information received on april 09, 2025, and april 24, 2025. The stent was removed without any problems. The removed stent was then disposed. The information regarding when the stent was removed was not available per customer.

Manufacturer narrative:
Block h6: imdrf device code a0406 captures the reportable event of stent material deformation. Block h11: the wallflex billiary stent was not returned for evaluation. Therefore, product analysis could not be performed. However, the documentation provided includes photographs of the stent. A media analysis was performed where it can be observed that the stent was deformed. Media analysis confirmed the reported event of stent material deformation. However, without proper evaluation of the device it remains unknown the most probable causes that contributed to the event. There is not enough evidence to determine if the reported event was related to the physician's technique during the procedure, due to the anatomical conditions or related to a device malfunction. Taking all available information into consideration, the most probable cause of the reported event is cause not established. Block b5 has been updated with the additional information received on april 09, 2025, and april 24, 2025.

Event description:
It was reported to boston scientific corporation that a wallflex biliary stent was implanted to treat a stricture during an endoscopic retrograde cholangiopancreatography (ercp) performed on (B)(6) 2025. During procedure, post deployment the stent's retrieval loop was deformed. The patient is scheduled for a follow up spyglass procedure in a few weeks. The physician is comfortable leaving the stent inside the patient and is planning to swap the stent for a new one. There was no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0406 captures the reportable event of stent material deformation. Block h11: the wallflex billiary stent was not returned for evaluation. Therefore, product analysis could not be performed. However, the documentation provided includes photographs of the stent. A media analysis was performed where it can be observed that the stent was deformed. Media analysis confirmed the reported event of stent material deformation. However, without proper evaluation of the device it remains unknown the most probable causes that contributed to the event. There is not enough evidence to determine if the reported event was related to the physician's technique during the procedure, due to the anatomical conditions or related to a device malfunction. Taking all available information into consideration, the most probable cause of the reported event is cause not established.